Event description:
Patient reported right side "rupture." The device was explanted and replaced.

Event description:
Patient reported, deflation. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device not received. Photo was received. Device photo analysis: visual analysis of the photographs identified, deflation: no observed. No additional observations are performed. It is not possible to determine, the lot number or catalog through the photos provided. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported deflation. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: deflation.